Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor alert was displayed during the warmup. Data was evaluated and the allegation was not confirmed on the reported date of issue. The probable cause could not be determined. The reported event of a new sensor alert is reportable based on the finding of an early sensor expiration on the reported date of issue. No injury or medical intervention was reported.